Manufacturer narrative:
Physio-control evaluated the customer's device and verified the power issue. The device was unable to power on when the lid was opened, but was able to power on with the on/off button. Physio determined that the cause of the reported issue was due to lid switch, designator sw5. The device was destructively tested and the customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to power on when the lid was opened. There was no patient use associated with the reported event.